Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue happened during a diagnosis procedure that was completed by moving the patient to another lab. However, no user or patient harm has been reported. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported issue. Analysis of the system log files showed an image disk full error. Upon functional analysis, rse found a pc bootup error, which leads to a database problem and a no free space available error. The issue was resolved temporarily by repairing the database storage. The same issue reoccurred again; fse replaced the image processing pc, loaded software, and created new backups. After which, the system was returned to good working condition. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It was reported to philips that the system had errors regarding memory too low and exposure was not possible. The system was in clinical use at the time of the reported event. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.